Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the front response button was covered in glue. The root cause of the glue could not be positively identified. No adverse event resulted from the damaged monitor.